Event description:
The customer reported to olympus the videoscope would not display an image during the therapeutic laparoscopic inguinal hernia repair procedure. The procedure was completed using a similar device. There was no delay, patient injury, nor medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. The evaluation found the following non-reportable malfunction(s): bending section cover had a scratch and its adhesive had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear on forceps elevator lever, the angle knob torque of the lever at engage exceeds the standard value; video connector case was deformed; video connector had a crack; indication on light guide connector was not correct. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be prevented by following the instructions for use which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.